Event description:
Additional information received further reported that, at the time of implant, an intraoperative right vaginal epithelial rent/tear was repaired. A cystoscopy also took place. Intraoperative findings: grade 1 cystocele (asymptomatic, no repair indicated). In (B)(6) 2018, the patient had experienced or was experiencing right lateral vaginal wall mesh extrusion and underwent nearly complete excision of the mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, emotional pain and injury, urinary incontinence, physical deformity, and the loss of ability to perform sexually.